Event description:
It was reported that pump displayed altitude alarm and suspended insulin delivery, and customer was not able to resume insulin after attempting to reconnect cartridge. There was no adverse impact to the customer's blood glucose level. Customer was instructed to gently clean speaker holes, remove and reconnect cartridge, and then load new cartridge when ready, with plan to follow up with technical support if further assistance was needed.